Manufacturer narrative:
The board was sent for further investigation. The product investigation lab (pil) is unable to confirm the alleged failure of the trilogy evo system pca. Visual inspection found no defects. Pil installed the suspect component into the pil trilogy evo test bed, ran the device no unexpected errors were generated. Pil concludes the component operates properly.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
H3 other text : third party service center.